Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach was further described as the patient had their pet in the area while performing pd therapy and not following aseptic technique. The patient was hospitalized for the event on the same day as onset. On an unreported date, the patient was treated with oral levaquin (250mg, daily for 14 days). The patient was discharged nine days after hospitalization and their pd catheter was changed one day after discharge. The patient was retrained on proper aseptic technique and was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.